Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 402 mg/dl. The customer received a blank display screen on their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.